Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal, unknown, therapy (lot number not reported) manufactured by (B)(4). On an unreported date, the patient began treatment with dianeal, unknown therapy, (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent. On an unreported date, the patient began remedial therapy with vancomycin (dose and frequency not reported, ip) and a three day course of gentamycin (dose and frequency not reported, ip). At the time of this report, it was not reported if dianeal, unknown, therapy was ongoing or if the event of bacterial peritonitis had resolved. Concomitant medications were not reported. The physician did not provide an assessment of causality for the event of bacterial peritonitis with (B)(6).